Manufacturer narrative:
Evaluation summary: analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported that during follow up it was found there was a possible left ventricular (lv) lead dislodgement. The clinic decided to further investigate but no action has been taken yet. The lv lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).